Event description:
Client states that safety clamp was on tubing and that pump did not alarm. Pt did not receive all the medication he was prescribed to receive. Pt was on dobutamine 1250 mg/250 dsw at 8 ml/hr. Pt decompensated and was admitted to hosp on 2/14, when pump was retrieved. The amount of the medication infused correlated with the amount prescribed. Amt missing from the bag also correlated with prescribed amt.